Event description:
The pt was admitted for removal of screws and plates from previous osteotomies to bilateral femurs & tibias. Sending all documentation available on components. In accordance with hosp policy, the components removed are not available for release.